Event description:
The patient reported a shocking feeling from the pacemaker that was causing the patient to rub the site raw until it was bleeding. The symptoms seems to have started after the patient was in a car accident in 2009. The patient was seen in the emergency room and referred to the heart doctor. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.